Manufacturer narrative:
E1: initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a dilator tip break was noted during prep. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, the dilator was reported to have a broken tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported as a result of the event. The sheath is not expected to return for analysis as the device was reported as lost.